Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system and found a problem with the power cord and repaired it. The system operates as intended.